Event description:
Laparoscopic cholecystectomy - "dr berry was using the device to ligate the cystic artery when the device produced a loud clicking noise that in my experience was not normal. The clip did not successfully close and was removed using a grasper. When mr berry tried to re-load the device, it would not reload, despite only using 3 clips at that point."

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation.